Event description:
Reporter indicated a vns therapy patient presented at routine office visit with high lead impedance and the patient's parents stated the "magnet wasn't working as well as it did before." X-ray review by the physician reportedly showed both leads were broken. The patient has not experienced any trauma or manipulation of the device that could have caused or contributed to the lead fracture. The patient has experienced an increase in seizures over the past month. The patient's pre-vns baseline is unknown. The patient underwent vns therapy system replacement surgery. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.